Manufacturer narrative:
Patient was referred to separate clinic for care so limited information was available for follow-up. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Initially reported as a blister, patient developed full skin thickness wound in left underarm about 1 week after treatment. Patient participated in strenuous sports activity 2-3 days after being treated, and physician attributed some of the injury to that activity. Patient was referred to plastic surgeon for incision and sutures. Was prescribed medication. No evidence of infection. Last report 2 months after event date says patient is getting better and no further updates are expected.